Event description:
It was reported that fluid leaked from the battery area and into the battery compartment and caused acid.

Manufacturer narrative:
Additional info will be provided once investigation is completed.